Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements less than 100 ohms with no capture at maximum output. When they switched to unipolar, the pacing impedance measurements were 190 ohms and threshold measurements were 2.0 volts. Technical services (ts) indicated that it was up to the physician how to proceed. The field representative indicated he would contact ts if anything changes. At this time, no further information has been received. No adverse patient effects were reported. Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.